Manufacturer narrative:
(B)(4). Date sent 4/30/2025. D4 batch #827c55. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage with a reload present. The reload was received with 1 driver up and one loose unformed staple inside the bubble wrap. The swing tab was broken and the left gripping surface of the reload was damaged making the reload nonfunctional. Also, it was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 827c55, and no non-conformances were identified. The lot#844c78 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure the surgical stapler and reload presented defect, the reload wasn't fired. There were no patient consequences.